Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for one patient from the accu-chek inform ii meter serial number (B)(4). At 8:40 am, the result from meter serial number (B)(4) was 44 mg/dl. At 8:45 am, the result from meter serial number (B)(4) was 70 mg/dl.

Manufacturer narrative:
The customer returned the meters ((B)(6)) and test strip lot number 479203. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing of the returned strips was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. Testing of the returned meters was performed using retention strips (lot 479203 expiration 31-jan-2022), retention controls, and retention batteries. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results (meter serial number (B)(6)): level 1: 44 mg/dl, 43 mg/dl, 43 mg/dl, level 2: 297 mg/dl, 300 mg/dl, 295 mg/dl. Results (meter serial number (B)(6)): level 1: 44 mg/dl, 44 mg/dl, 44 mg/dl, level 2: 304 mg/dl, 297 mg/dl, 304 mg/dl. All returned results are within an acceptable range. Meter serial number (B)(6) had internal contamination. The investigation did not identify a product problem. The cause of the event could not be determined.